Event description:
It was reported that the physician requested an active fixation lead in the right ventricle after he could not get acceptable thresholds and sensing with the tined lead. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed.